Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the physician is inquiring about the battery longevity for the device which was removed and replaced with a new device. It was also reported that the physician did not feel the device reasonably met expectations from time of implant with relatively normal output parameters and no history of treated ventricular tachycardia/ventricular fibrillation shocks. It was further reported that the device failed to meet longevity expectations. No patient complications have been reported as a result of this event.